Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, part number 89-8507-400-10, serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that battery support was cracked and motor was seized. Battery support and motor were replaced with controller board, plate and heat shrink. The trigger/controller boards wire was replaced with wedges for upgrade. The device was returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the motor of universal modular electric/battery single trigger handpiece did not work. The surgery was completed by another device. The surgery delay was between 1 and 2 hours because the new handpiece needed to be sterilize. There were no harm or no injury to patient or operator.